Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended.

Event description:
Customer reported, the image cuts out or gets dark when the c is moved. No patient injury was reported.